Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that customer smelled insulin. Customer reported that insulin pump had a leak at reservoir and fluid was visible under display screen. Reservoir could not be returned due to customer throwing away. Reservoir and infusion set. Insulin pump would be replaced.